Event description:
It was reported that 2 wires had been pulled out of the patient's tens unit. 602542660 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).